Manufacturer narrative:
Additional information was received that the physician believed that the pain was procedure related and not caused by the device.

Event description:
A report was received that the patient was experiencing severe abdominal pain following an implant procedure. The patient was admitted to the hospital and was diagnosed with thoracic radiculopathy. The patient had a reprogramming and reported that the pain had improved. No further course of action will be taken.

Event description:
A report was received that the patient was experiencing severe abdominal pain following an implant procedure. The patient was admitted to the hospital and was diagnosed with thoracic radiculopathy. The patient had a reprogramming and reported that the pain had improved. No further course of action will be taken.